Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer did not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was misconfigured. A technical support specialist confirmed the drawer opened successfully and there was no item in the matrix drawer that the user was trying to issue. The system functioned as intended after the technical support specialist assessed the device.